Event description:
It was reported the patient's (B)(6) ipg was explanted due to discoloration around the pocket site. The discoloration described as bruise-like had reportedly progressed over time. The patient is a diabetic and denies experiencing any trauma which may have attributed to this issue. Lab testing was undertaken for further interrogation, and no signs of infection were detected. An allergy test will be conducted in an effort to identify a root cause. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.